Manufacturer narrative:
Updated result code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent ventral laparoscopic hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The following was reported: ¿patient suffered recurrence and associated pain secondary to mesh failure, and required surgical intervention on (B)(6) 2015. ¿there was a small opening at the lower part of the mesh¿.we cut the corner of the mesh because it would sweep up towards the midline.¿ adhesions to mesh were also noted. A new mesh had to be placed over the old mesh. She required another procedure on (B)(6) 2016 due to ongoing pain. Significant adhesions found and lysed in area of mesh.¿ it was reported the patient alleges the following product deficiencies: strict products liability, negligence, implied and espress warranty, fraud, fraudulent concealment, punitive damages. Additional event specific information and medical records have been requested.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 03885043. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A4: added patient weight. B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 4/27/2006 were not provided. 04/27/06: carle foundation hospital. Uretz j. Oliphant, md. Surgical report. Pre/postop diagnosis: ventral hernia. Procedure: diagnostic laparoscopy, repair of ventral hernia. Complications: none. Estimated blood loss: minimal. Condition: stable. Operative report: ¿the patient was prepped and draped in the usual sterile fashion. A pneumoperitoneum was created with a left upper quadrant stab wound and verres needle after which three #5s were placed, one in the left lower quadrant, one in the right upper quadrant, one in the right lower quadrant. Videoscopic examination denoted in the area of the patient¿s complaint a very thin abdominal wall not quite a hernia per se, but very thin indeed. Therefore, a graft was formulated to go across this and go below the umbilicus all the way to the xiphoid because of the thinness of the other wall, not as thin as this one area but thin nonetheless. Therefore a 15 x 15 cm dual mesh was fashioned, brought into the abdomen through the right upper quadrant incision. The falciform ligament was taken down with endoshears and the graft, having placed two stay sutures, these were brought up through the abdominal wall to pull the graft up against the posterior abdominal wall snugly, after which it was attached to the posterior abdominal wall with spiral tackers in all directions. No other abnormalities were noted laparoscopically. All reports were removed under videoscopic guidance. The skin of the port sites was closed with 4-0 vicryl interrupted with steri-strips. The patient tolerated the procedure well. There were no complications. Sponge and needle counts correct. The patient was taken to recovery room in good condition.¿ (B)(6) 2006: carle foundation hospital. Implant sticker. Wt 191. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp07. Lot batch code: 03885043. Manufacturer: w.l. Gore & associates. The records confirms a gore® dualmesh® plus biomaterial (1dlmcp07/03885043) was implanted during the procedure. Records between 4/27/2006 and 3/24/2015 were not provided. (B)(6) 2015: carle foundation hospital. Uretz oliphant, md. Operative report. Assistant: christian perez, md. Pre/postop diagnosis: recurrent incisional hernia. Procedure: laparoscopic ventral hernia repair. Indications for procedure: this is a pleasant female, well known by our service via hernia repair long time ago with prolene goretex mesh. She came back with recurrence of the lower part of the mesh after workup and she consented for repair because she was symptomatic. It was decided that she was a good candidate for the procedure and she consented. Description of the procedure: ¿previous identification of the patient in a surgical pause, we proceeded to prep and drape in the usual sterile fashion. Antibiotics were given before incision in appropriate timing. We proceeded to place a veress needle on the left upper quadrant and insufflated pneumoperitoneum to 15 mmhg. Three 5 mm ports were placed on the left side, one in the left upper quadrant, where the veress needle was placed before, a second one in the left lower quadrant. We then via laparoscopy, we found that the patient had multiple adhesions and she had old mesh with a small recurrence in the lower part of the mesh. We proceeded to take down all the adhesions with blunt dissection as well as ligasure until we took everything down, making sure we did not injure any bowel. At this point, we localized the defect and measured it. We realized that there was a small opening at the lower part of the mesh and we decided to overlap this place. We cut the corner of the mesh because it would sweep up towards the midline. Once we measured the defect, we proceeded to cut our prefabricated mesh with polypropylene on the outside and coating in the inside and made sure we will cover all the defect with minimal overlap of 5 cm on each direction. We then placed another 10 mm trocar on the right upper quadrant and a 5 mm trocar on the right flank. We then placed four stiches on the mesh and dunked it in water. Introduced the mess [sic] through a 10 mm port. With transfascial sutures, we fixated the mesh in place in the upper and lower part using carter-thomason needle. We had previously folded the mesh in half and held it in place with the stitches at this point removed and we started tacking the mesh first towards the right of the patient with absorbable tacking, then towards the left. Once we completely tacked the mesh, we proceeded to place a second layer to complete a double crown technique. At this point, the upper part of the mesh was in contact with the old mesh, so we decided to place an additional transfascial suture to fold it in place. We then transfascial sutures on the right and on the left side of the mesh in place, also completed the rest of the tacking of the mesh. We then verified for hemostasis and we were satisfied. We examined the bowel to make sure there were no injuries. We took the piece of mesh, cut, trimmed with an endoscopic and endocatch bag. At this point, we desulfated pneumoperitoneum and removed the ports under direct visualization. We then closed the skin with 4-0 vicryl subcuticular stitches. Benzoine and steri-strips and dressings, and the procedure was terminated. Complications: none. Estimated blood loss: 20 ml. Intravenous fluids: 1 l. Findings: recurrence on the midline in the lower part of the mesh, multiple adhesions from omentum. Observations: the patient is stable to pacu. I was present for the key portions of the procedure and immediate available during the entire procedure in the capacity of teaching attending. The portions in this case include.¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2015 procedure was not provided.] (B)(6) 2015: carle foundation hospital. Lacey marie stelle, md. Discharge summary. Admission/discharge diagnosis: ventral hernia. Hospital course: presented with ventral hernia for elective repair. Wt 200 lb. Abdomen mildly soft, mildly obese, minimal tenderness, steri-strips clean/intact. Discharge instructions included: no lifting more than 10 pounds x 2 weeks, avoid strenuous exercise x 2 weeks, slowly work up to prior activity. (B)(6) 2016: carle foundation hospital. Michael shane hennesy, md. Operative report. Preop diagnosis: fibroid uterus. Menorrhagia with irregular cycle. Prior ventral hernia repairs with two previous procedures. Postoperative diagnosis: fibroid uterus. Menorrhagia with irregular cycle. Prior ventral hernia repairs with two previous procedures. Adhesive disease from the omentum and colon to the anterior wall beside the patient¿s prior mesh and hernia repairs. Enlarged liver extending well below the ribs. Procedures: da vinci hysterectomy, bilateral salpingectomy with lysis of adhesions involving the bowel followed by a postoperative cystoscopy. Assistant: lana. Indications: this patient is a 48-year-old gravida 5, para 5 with a history of five prior vaginal deliveries, who has had ongoing heavy menorrhagia. The patient has been using double protection and has had anemia as a result of her fairly significant menses. She has not responded well to progesterone management and desires definitive surgical management with hysterectomy. We discussed the potential to remove her ovaries. The patient was strongly in favor of maintaining her ovaries and did not want to have her ovaries removed. We discussed the risks and benefits of performing oophorectomy at the time of her hysterectomy and patient was strongly in favor of not having the ovaries removed despite these risks and benefits reviewed. The patient has a history of two prior ventral hernia repairs. These were ventral or incisional hernias. These are in the area of the umbilicus thought to be related to the patient¿s prior tubal ligation and trocar site placement at the umbilicus. She has had two laparoscopic procedures, the most recent of which was a year and a half ago. A fairly large piece of mesh was placed at that point in time. I had discussed with the patient potential problems with being unable to avoid the mesh. We also discussed the high likelihood of adhesive disease involving the mesh in the patient¿s abdomen and if too severe could make laparoscopic procedure and possibly may have a need for open abdominal procedure. After discussing risks and benefits fairly extensively in prior clinic visit and prior to the procedure, the patient was in favor of proceeding. The patient did have known fibroid uterus with the largest fibroid approximately 6.5 cm. Description of procedure: ¿the patient had general endotracheal anesthesia administered without difficulty. She was prepped and draped in the usual sterile fashion. Uterus was noted to be more long than wide. She had a fibroid palpable just above the cervix in the lower uterine segment. The uterus was very mobile. Normal external genitalia, normal vaginal anatomy was encountered. After prepping and draping the patient, attention was directed to the cervix. The cervix was grasped with a single-tooth tenaculum. The uterus was sounded to 11 cm and width of the cervix was noted to be 3.5 cm with 10 cm long. Uterine manipulator was placed, a 3.5 cm cuff was used. This was placed without difficulty. Given the large area of mesh, the decision was made to try to place the camera in the upper abdominal area at the site of her prior incision. A 10 mm trocar was inserted with a bladeless trocar under direct visualization. The mesh was avoided with the trocar inserted fairly close to the edge of the mesh. A trocar was inserted in an area of omental adhesions. No significant bleeding was encountered. It was possible to go around the adhesions both to the left and right side to facilitate placement of the ports in a more normal lower abdominal position. Two of the patient¿s prior trocar sites from her laparoscopic hernia repairs were used; two new sites were placed. There was roughly a rainbow configuration with the central port in the midline higher than normal to facilitate avoiding the mesh. This is possible to avoid the mesh with placement of the other ports as well. No trocars were placed through mesh during the procedure today. The adhesions were addressed by placing the 5 mm camera through the right lower quadrant incision. The omental adhesions were lysed using the ligasure device. This was quite extensive and time consuming. There were adhesions involving the transverse colon. These were very, very carefully lysed well away from the colon itself and it is close to the abdominal wall as possible. It was possible to maintain at least 1 cm or more away from the bowel at all times when any cautery was used. After bringing down these adhesions, there was minimal bleeding, perhaps 15 ml during the lysis of adhesions. With the adhesions lysed and the bowel mobilized, it was possible to visualize the patient¿s pelvic anatomy and everything was mobile and no significant adhesive disease was encountered anywhere other than in the ventral area at the site of the patient¿s prior mesh. The robot was docked and the da vinci portion of the procedure was initiated. Tubes were first removed as specimens. This was done using cautery dissection. First on the left side and subsequently on the right side, the utero-ovarian ligaments were cautery ligated. Dissection was carried through the cardinal ligaments until the level of the round ligament was reached. Round ligament was suture ligated and the pedicles connected. The patient had a large fundal fibroid 6 cm and the smaller 4.5 cm anterior uterine fibroid at the lowest portion of the lower uterine segment just above the level of the cervix. This fibroid did make the surgery somewhat difficult. The uterus was somewhat rotated because of these fibroids. The vessels were first skeletonized and identified on the left side and cautery ligated subsequently on the right side with the vessels noted to be somewhat rotated more posterior in presentation, although this was somewhat artificial I think due to the presence of the manipulator. With the uterine vessels cautery ligated, it was possible to make a window in the posterior cul-de-sac to the ring through the vagina. The anterior area was entered after creating a large bladder flap. The vagina was circumferentially entered and the specimen subsequently removed. Ureters were visualized bilaterally and were fortunately noted to be well away from the fibroids in the uterus for the case today. The ovaries appeared small and normal, although there was a prior tubal ligation, which was visualized. After removing the uterine specimen, the vaginal cuff was closed with a v-loc suture of 2-0 vicryl. This was uncomplicated and resulted in excellent hemostasis. The abdomen was suctioned and irrigated and small amount of blood from the procedure was removed. I did not confirm with anesthesia there the estimated blood loss, but I would estimate at the absolute most to be 150 ml, although likely less than that. Pedicles were again inspected prior to removing the laparoscope and undocking the robot, a brief postop cystoscopy was performed. There was fluorescein dye given to the patient. There was noted to be free spill of the fluorescein dye from both ureters bilaterally. The bladder was inspected and found to have no obvious areas of trauma, no sutures were visualized nor any rents or tears in the bladder. The urine was clear other than the presence of the fluorescein dye and there was no blood noted. The cystoscopy was concluded. Attention was then directed to the patient¿s abdomen. The 10 mm incision site in the midline where the camera was located was closed using a 5mm closure device. This was done with 0 vicryl suture. Great care was taken to avoid the liver as the liver was noted to be very close to this trocar. Of note, the patient does have an enlarged appearing liver extending well below the edge of the ribs and the sternum. Appearance of the liver was normal, but enlarges and at least 4 cm or more below the ribs on the right side of the patient¿s abdomen. I will have the patient discuss this with her primary care physician during her follow-up. After closing the larger defect in the fascia, the remaining trocars were closed by the surgical assistant using monocryl and subcuticular stitch and dressings were placed. The patient tolerated the procedure well. She was subsequently extubated and transported to the recovery room in stable condition. Pathology specimen sent: uterus and bilateral tubes. Complications: none. Findings: significant omental and transverse colon adhesions of the anterior abdominal wall to side of the prior mesh placement, a large fibroid uterus, weighing 301 g. The patient had a normal patent ureters bilaterally and normal bladder and postop cystoscopy. Patient had normal appearing ovaries. The patient had an enlarged liver extending at least 4 cm below the ribs on the right side. This will be followed up by her primary care physician. I will also go ahead and check a set of liver function tests in the morning to make sure that the liver function appears normal.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 3/1/06 were not provided. (B)(6) 2006: division of general surgery-urbana. Uretz j. Oliphant, md. Uretz j. Oliphant, md. Office note. Reason for clinic visit: long history of what is thought to be an abdominal wall hernia. Noted large mass in her abdominal wall getting larger. Social history: smoker. Exam: looks like a diastasis recti; not really a hernia component. Abdomen slightly tender. Assessment: ventral hernia versus diastasis recti; possibly small umbilical hernia. Cat scan to differentiate. If there is a hernia patient will need surgery. (B)(6) 2006: division of general surgery-urbana. Uretz j. Oliphant, md. Office note. Reason for clinic visit: continued evaluation of possible hernia. Major component of defect is diastasis rather than actual hernia. Clinically, I detect a defect with in this diastasis rectus and patient does have signs of possible hernia. Therefore, a diagnostic laparoscopy is warranted. (B)(6) 2006: carle foundation hospital [assigned]. Uretz oliphant, md. Discharge summary. Dc dx: ventral hernia, s/p laparoscopic repair. Patient admitted for elective laparoscopic of ventral hernia. Tolerated well. Normal postop course. Patient discharged. Follow up 2 weeks. (B)(6) 2006: division of general surgery-urbana. Tracy mcardle, do. Office notes. Reason for visit: s/p laparoscopic repair ventral hernia. Wounds all clean and dry. No sign of infection. No sign of recurrence. Patient to still refrain from heavy lifting for another month, and I will see her then for final evaluation. (B)(6) 2006: division of general surgery-urbana. Tracy mcardle, do. Office notes. Reason for visit: final checkup. Wound clean and dry. No sign of infection. No sign of recurrence. Patient should return to normal activity. Return if any problems. (B)(6) 2006: department of family practice ¿ rantoul. Bruce kaplan, md. Office notes. Hpi: she has been back at her job at work the past two weeks. She sometimes lifts parts which weigh as much as 10 pounds and transfers them from one rack to another. The racks are located overhead. She was performing that activity known as ¿appease¿ yesterday and noticed the onset of discomfort in the upper abdomen in the area of her formal ventral hernia repair. Weight 184. Exam: included mild tenderness upper abdomen bilaterally with out masses or guarding. Surgical sites well healed. Active flexion of upper extremities causes discomfort upper abdomen. Impression/plan: soft tissue injury upper abdomen. Use tylenol and rest, excuse from work now through july 1. No ¿appease¿ work through july 30. Follow upwith primary doctor 1-2 weeks. (B)(6) 2006: department of family practice ¿ rantoul. Bruce kaplan, md/naser jahanbiglar, pac. Office notes. Cc: abdominal pain post-surgery. Hpi: patient states she works in a factory, does lifting and whenever she lifts weights, she gets abdominal pain. States also when she is in the car driving and the road is bumpy, she has pain over upper abdomen. She is taking aspirin for pain. Impression/plan: abdominal pain s/p umbilical hernia repair with mesh. Patient given note that they can switch her at work, so she is not lifting more than 15 pounds. Will schedule patient to go back and talk with dr. Oliphant to see opinion. (B)(6) 2006: department of family practice ¿ rantoul. Tracy grotrian, do/tracy grotrian, do. Office notes. Hpi: presents for physical. Pmh: obesity. Psh: tubal ligation repair. Notes abdomen discomfort where she had her surgery. Impression/plan: abdominal pain. Follow upw. Dr. Oliphant to re-evaluate ventral hernia. (B)(6) 2006: division of general surgery ¿ urbana. Uretz oliphant, md. Office notes. Reason for visit: last couple months experienced extreme abdominal pain when she does any significant lifting. These episodes began suddenly, very severe, located in mid upper abdomen. Impression: unsure of the etiology of her pain, I think this could be either a scar tear or could be an occult recurrence. CT scan to try evaluate. (B)(6) 2006: [ni]. Kevin mover, md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain, post hernia repair. Findings: there is surgical mesh along the midline anterior abdominal wall from previous ventral hernia repair. Associated with the mesh along its posterior margin is a crescent-shaped fluid collection measuring in the range of water or very slightly greater than water suggesting an evolving hematoma/seroma associated with the mesh. It is sharply delineated and homogenous. It measures up to 8 cm in transverse length by up to 3 cm in thickness and extends from the upper margin of the mesh to the umbilicus. (B)(6) 2006: [ni]. Thomas deschler, md. Radiology ¿ CT drainage abdomen. Indication: fluid collection. A fluid collection around the hernia repair site was aspirated or nearly 70 cc of old blood. Small amount was sent for culture and sensitivity but this does not appear to be infected fluid. Impression: postop hematoma drainage. (B)(6) 2006: [ni]. Lab ¿ anaerobic culture. Source: fluid. Site: postop seroma. No organisms seen. (B)(6) 2007: department of family practice ¿ rantoul. Tracy mcardle, do/tracy grotian, do. Office notes. Cc: muscle aches and coughing. Ros: included right pelvic sided discomfort, 6/10. Meds: aspirin. Impression/plan: history pelvic right sided pain. Discussed it is probably a cyst. Discussed if pain gets severe then she needs to go to ER. Patient did not appear in any distress. (B)(6) 2007: department of family practice ¿ rantoul. Tracy mcardle, do/tracy grotian, do. Office notes. Hpi: she does have a little bit of right-sided pelvic discomfort but not severe. Stayed the same as last time. Impression/plan: history pelvic discomfort, will do pelvic ultrasound. [Missing records: records between 03/02/07 and 10/15/12 were not provided.] (B)(6) 2012: carle physician group. Naser jahanbiglar, pa. Office notes. Cc: vaginal discharge and lower abdominal pain. Hpi: lower abdominal pain and vaginal discharge for one week. Left flank pain. Impression: abdominal pain, nonspecific with dysuria. (B)(6) 2013: carle physician group. Naser jahanbiglar pac/thomas franzen, md. Office notes. Cc: knot on the abdominal area. Ros: included abdominal pain, umbilical hernia and mild off and on pain with history of hernia repaired 5-6 years ago. Weight 181 lbs. Bmi 31.48. Impression/plan: umbilical hernia. If hernia gets worse call us for referral. (B)(6) 2014: [ni]. Sami sibai, md. Radiology ¿ CT abdomen/pelvis. Indication: right flank pain, recent uti. Findings: stable postop changes of ventral abdominal hernia repair. (B)(6) 2014: [ni]. Erica sutton, pa. Office notes. Hpi: mid abdominal pain. Pain and increase bulge in stomach. It has gotten irritated in the last couple months. She does a lot of lifting for her job. Impression: abdominal wall hernia. Ventral hernia recurrent. Has had several abdominal cts. I decided I would have her see general surgery, and possibly they would find it acceptable to do an ultrasound vs. Imaging. (B)(6) 2014: [ni]. Uretz oliphant, md. Office notes. Hpi: c/o abdominal pain for several weeks. Alcohol use: socially. Impression: possible recurrent hernia, given patients clinical presentations and exam. CT scan needed. (B)(6) 2014: [ni]. Elizabeth kuntz, md. Radiology ¿ CT abdomen/pelvis. Impression: protrusion of the omentum from inferior to the hernia mesh, into the sac between the periumbilical eventration and the subjacent mesh. (B)(6) 2014: [ni]. Uretz oliphant, md. Office notes. Cat scan does show a possible hernia near the end of the mesh down toward the umbilicus. It is symptomatic. Will need to do repair, can be done laparoscopically. Will have patient scheduled in end of january 2015. I talked with her about procedure, risks, benefits, possible complications including infection, bleeding or bowel injury. Patient to be called to schedule. (B)(6) 15: [ni]. Uretz oliphant, md/ lacey stelle, md. Office notes. Hpi: recurrent hernia. Confirmed with CT scan, patient would like it fixed. C/o lower abdominal pain, near umbilicus for past several months. On exam, there may be a slight protrusion upon valsalva near the umbilicus, but difficult to palpate given her body habitus. Plan was discussed with patient and will be scheduled for laparoscopic revision of ventral hernia repair, likely with placement of a new piece of mesh. She was informed of the risks, including injury to bowel and other intra-abdominal organs, which may result in infection of mesh, open abdomen, non-healing wound, and possible fistula. Patient stated understanding and wishes to proceed with surgery. Consent obtained. (B)(6) 2015: carle foundation hospital. Naser jahanbiglar, pa. History and physical. Hpi: patient scheduled for laparoscopic ventral hernia repair. Experiencing pain with activity. Bmi: obesity (bmi>30). Impression/plan: abdominal wall hernia, history ventral hernia repair, obesity, recurrent uti. (B)(6) 2015: carle foundation hospital. Uretz oliphant, md. Progress notes. Doing better, will probably go home tomorrow. Will need to see her in 2 weeks post discharge. Dressings off tomorrow. Abdominal binder when up. Weight restriction for one month. (B)(6) 2015: [ni]. Uretz oliphant, md. Office notes. Patient doing well. All wounds are clean and dry. No evidence of any recurrence. It has been four weeks, so patient should refrain one more week. I think in terms of lifting and then go back slowly to normal activity. Return to me prn. (B)(6) 2016: carle foundation group. Naser jahanbiglar, pa. Office notes. Hpi: she has lower abdominal pain off and on chronically from mesh insertion in the ventral hernia. Does not have any bulging on the belly. Exam: included slightly uncomfortable from previous mesh. Plan: lab work and ultrasound. Urine culture. (B)(6) 2016: carle foundation hospital. Dana good, md. History and physical. Hpi: presurgical medical consultation. Scheduled for robotic hysterectomy due to sympatientomatic fibroids. She has intermittent lower pelvis pain for the past several months. Weight 214 lbs. Impression/plan: abdominal wall hernia, obesity. Patient is at higher than average risk for proposed surgery due to bmi >35. Patient accepatients the risks of surgery and wished to proceed with surgery. (B)(6) 2017: carle physician group. Michael hennesy, md. Office notes. Hpi: more pain right side near incisions, feels a bulge again. Painful to touch and muscles hurt to use. Impression/plan: rectus sheath hematoma. CT abdomen/pelvis. (B)(6) 2017: [ni]. Dean hoffmeister, md. Radiology ¿ CT abdomen/pelvis. Result notes: no abdominal findings on CT scan. The area of possible bleeding I was concerned about was either never there or has resolved already. (B)(6) 2017: carle physician group. Michael hennesy, md. Office notes. Hpi: 8 weeks out from l/s hyst and bso, complicated by pain. Plan: will have to return to work but keep lifting precautions of 15 lbs for next 2 weeks. Follow up prn. (B)(6) 2019: [ni]. Nathaniel slocum, do. Office notes. Hpi: c/o abdominal pain. She states she mostly notices it at work with lifting heavy boxes. She thinks the mesh is what is causing the pain because its pulling sensation. Recent uti in january. Impression/plan: ruq pain, will get a ruq ultrasound. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.